Event description:
A healthcare worker experienced hydrogen peroxide contact after pulling out a peel pack. The burn lasted about three days. The healthcare worker did not seek medical assistance. Unclear if the vaporizer plate was in place.